Event description:
It was reported that the procedure as to treat a chronic totally occluded and moderately calcified anterior tibial lesion. When a 1.5 x 120 mm armada 14 balloon catheter was being advanced to the lesion, the lesion was tight and the physician forced the catheter into the lesion. An attempt was made to pull back the catheter; however, the balloon got stuck and separated. The separated balloon was on the guide wire so it was easily removed from the anatomy. The procedure was successfully completed with a non-abbott device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The physical resistance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the armada 14 percutaneous transluminal angioplasty (pta) balloon catheter instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Pay careful attention to the distal tip of the catheter, as it is small and thin which can be easily damaged. Continuing to advance or retract the catheter may result in damage to the vessels and/or separation or laceration of the catheter. Based on the reviewed information, no product deficiency was identified.